Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that during the initial procedure on (B)(6) 2016, upon deployment of the afx2, the bifurcated main body's control cord broke after the yellow marker came through the delivery system. The rest of the bifurcated deployed per IFU. Upon delivery, the device removal cover broke off from the delivery system. Open exposure of the left common femoral was needed to remove the remaining portion. The patient is in stable condition.